Event description:
It was reported that an asahi sion blue guide wire was used for an atherectomy to treat a lesion in the left anterior descending artery (lad). After the guide wire was advanced to the target lesion, balloon dilatation and atherectomy with an unspecified cutting balloon were performed. As the marker of the sion blue guide wire looked separated under x-ray, the guide wire was removed ex situ. The distal segment of the sion blue guide wire was found elongated for approximately 2cm. As the targeted angioplasty had been completed when the event was observed and there was no wire fragment left in situ, the physician concluded that the procedure could be completed at that point. It was informed that there were no health issues with the patient after the procedure.

Manufacturer narrative:
Manufacturing site: (B)(6) philippines, registration number: 3016119728 while the reported sion blue guide wire is currently marketed in the us under the model number ahw14r104s, the subject model is marketed some areas outside the us under the model number ah14r104sr. Investigation result: the reported sion blue guide wire was returned for investigation. The outer coil of the returned sion blue guide wire was found distally elongated for approximately 85mm from the distal mid solder (set at 20mm proximal to the wire tip to fix the outer coil onto the inner coil). The ball tip was found at the most distal end of the elongated outer coil. Microscopic observation found that the core wire and twist wire were fractured at approximately 7mm proximal to the wire tip. Observation by scanning electron microscope (sem) of the fracture end of the core wire found a trace of twisting on the shaft due to applied torsional stress and an uneven fracture surface likely caused by torsional stress after bending stress was applied. Observation by sem of the fracture end of the twist wire found a relatively flat fracture surface and a trace of twisting on wire shaft, both of which had been likely caused by accumulated torsional stress. Measurement and observation of the outer coil, inner coil, core wire, and twist wire fracture end of the returned sion blue guide wire suggested that the entire guide wire was returned. Lot history record review: lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Conclusion: based on the obtained information and investigation outcome, it was presumed that torsional stress and bending stress generated with guide wire manipulation might have been locally applied on the distal segment of the sion blue guide wire while the distal segment of the guide wire was temporarily pressed and/or caught due to anatomical and lesion conditions, causing the core wire and twist wire to be fractured. As tensional stress generated during the removal attempts was locally applied while the distal segment of the guide wire had been caught, the outer coil was elongated. Although it was concluded that the reported event was not attribute to the product quality, it was concluded that possibility could not be completely ruled out that the wire fragment would be left in situ should the same event recur. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] - observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] ~ separation of the guide wire.